Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient's controller lost the connection with the battery. The patient tried all batteries with the same result. Log files were sent and the controller underwent visual inspection by the site. The controller was exchanged with no consequence to the patient.

Manufacturer narrative:
The connector itself was loose from the housing. There was an alarm heard as no battery was connected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Four batteries and one controller were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller (con190287) revealed that the unit met specifications; the controller passed visual and functional testing. The reported loose connector on the controller was not corroborated. All connectors were solidly attached to the controller housing. Analysis of batteries (bat211948, bat207305 and bat211751) revealed that the devices met specifications; the batteries passed visual examination and functional testing. Analysis of battery (bat211469) revealed that the battery passed functional testing but failed visual inspection due to a tear on the outer sheath of the output cable, exposing the wires inside. However, said damage did not affect the functionality of the battery. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (bat211948, bat207305, bat211751, and bat211469). Additionally, the logs indicated that battery (bat211948) suffered one instance of loss of communication. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - bat207305 unique identifier (UDI) number: (B)(4), battery - bat211469 unique identifier (UDI) number: (B)(4), battery - bat211751 unique identifier (UDI) number: (B)(4), battery - bat211948 unique identifier (UDI) number: (B)(4). (B)(4).

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: catalog:1650de, battery bat211948 exp. Date: 2016-12-31 mfg. Date: 2015-12-01, battery bat211751 exp. Date: 2016-12-31 mfg. Date: 2015-12-01, battery bat207305 exp. Date: 2016-04-30 mfg. Date: 2015-04-01, battery bat211469 exp. Date: 2016-11-30 mfg. Date: 2015-11-01. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.